Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted (lot no. B16012) for female sterilisation. The patient had a medical history of pelvic pain on (B)(6) 2022, therapeutic abortion (3), parity 2 and multi gravida in 2013. Previously administered products included: depo provera. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3543 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: in the right and left cornu are two disrupted essure coils right ¿ 2, left ¿ 1. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: final diagnosis: uterus, cervix, bilateral fallopian tubes: cervix: reactive changes endometrium: proliferative endometrium, negative for atypical hyperplasia/endometrioid intraepithelial neoplasia and carcinoma. Myometrium: low-grade endometrial stromal sarcoma, 1.5 cm, leiomyoma, 0.5 cm, focal adenomyosis. Uterine serosa: unremarkable. Bilateral fallopian tubes: grossly identified essure coils. Unremarkable fimbriated ends. Paratubal cysts. Clinical information: pelvic pain. Gross description: in the right and left cornu are two disrupted essure coils (2.5 cm long by 0.1 cm= right; 4 cm long by 0.1 cm in diameter= left), which appear to have been disrupted upon surgical removal of the bilateral fallopian tubes. [Ultrasound pelvis] on (B)(6) 2022: history: pelvic pain. Duration: many years intermittently. Lmp: (B)(6) 2022. Contraceptive: other - fallopian tube coil. Impression: endometrial stripe thickness 16 mm, at the upper limit of normal for the secretory phase of menstruation. Otherwise, unremarkable pelvic ultrasound. [Ultrasound scan vagina] on (B)(6) 2013: findings: yolk sac, cardiac motion. Fetal pole, gestational sac with double ring sign, single. Gestational age: 8. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: reporter and patient information, medical history, lab data, lot no., expiry date, indication, non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3543 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) -2013, the patient had essure inserted. On (B)(6) 2023, 3543 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 09-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted (lot no. B16012-invalid) for female sterilisation. The patient had a medical history of pelvic pain on (B)(6) 2022, therapeutic abortion (3), parity 2 and multi gravida in 2013. Previously administered products included: depo provera. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3543 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: in the right and left cornu are two disrupted essure coils right ¿ 2, left ¿ 1. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: final diagnosis: uterus, cervix, bilateral fallopian tubes: cervix: reactive changes endometrium: proliferative endometrium, negative for atypical hyperplasia/endometrioid intraepithelial neoplasia and carcinoma. Myometrium: low-grade endometrial stromal sarcoma, 1.5 cm, leiomyoma, 0.5 cm, focal adenomyosis. Uterine serosa: unremarkable. Bilateral fallopian tubes: grossly identified essure coils. Unremarkable fimbriated ends. Paratubal cysts. Clinical information: pelvic pain. Gross description: in the right and left cornu are two disrupted essure coils (2.5 cm long by 0.1 cm=right; 4 cm long by 0.1 cm in diameter= left), which appear to have been disrupted upon surgical removal of the bilateral fallopian tubes [ultrasound pelvis] on (B)(6) 2022: history: pelvic pain. Duration: many years intermittently. Lmp: (B)(6) 2022. Contraceptive: other - fallopian tube coil. Impression: 1. Endometrial stripe thickness 16 mm, at the upper limit of normal for the secretory phase of menstruation. 2. Otherwise, unremarkable pelvic ultrasound. [Ultrasound scan vagina] on (B)(6) 2013: findings: yolk sac, cardiac motion. Fetal pole, gestational sac with double ring sign, single. Gestational age: 8. B16012-invalid. The most recent follow-up information incorporated above includes data received on: 20-oct-2023: update of information (batch is invalid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted (lot no. B16012-invalid) for female sterilisation. The patient had a medical history of pelvic pain on (B)(6) 2022, therapeutic abortion (3), parity 2 and multi gravida in 2013. Previously administered products included: depo provera. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3543 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: in the right and left cornu are two disrupted essure coils right ¿ 2, left ¿ 1. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: final diagnosis: uterus, cervix, bilateral fallopian tubes: cervix: reactive changes. Endometrium: proliferative endometrium, negative for atypical hyperplasia/endometrioid intraepithelial neoplasia and carcinoma. Myometrium: low-grade endometrial stromal sarcoma, 1.5 cm, leiomyoma, 0.5 cm, focal adenomyosis. Uterine serosa: unremarkable. Bilateral fallopian tubes: grossly identified essure coils. Unremarkable fimbriated ends. Paratubal cysts. Clinical information: pelvic pain. Gross description: in the right and left cornu are two disrupted essure coils (2.5 cm long by 0.1 cm=right; 4 cm long by 0.1 cm in diameter= left), which appear to have been disrupted upon surgical removal of the bilateral fallopian tubes. [Ultrasound pelvis] on (B)(6) 2022: history: pelvic pain. Duration: many years intermittently. Lmp: (B)(6) 2022. Contraceptive: other - fallopian tube coil. Impression: endometrial stripe thickness 16 mm, at the upper limit of normal for the secretory phase of menstruation. Otherwise, unremarkable pelvic ultrasound. [Ultrasound scan vagina] on (B)(6) 2013: findings: yolk sac, cardiac motion. Fetal pole, gestational sac with double ring sign, single. Gestational. Age: 8. B16012-invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-nov-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.